Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Isi has attempted to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. A review of the site's complaint history shows no other complaints related to this event. This complaint is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure that allegedly resulted in a pneumothorax requiring a chest tube and hospitalization. Following the procedure, the patient required "watchful waiting." It is unknown if the issue occurred intraoperatively or post-operatively. The procedure was completed; however, the cause of the pneumothorax is unknown.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure that allegedly resulted in a pneumothorax requiring a chest tube and hospitalization. Following the procedure, the patient required "watchful waiting." It was unknown if the issue occurred intraoperatively or post-operatively. The procedure was completed; however, the cause of the pneumothorax was unknown. Intuitive surgical (isi) made several attempts to contact the customer to obtain additional information regarding the reported event. However, there has been no response from the customer.